Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the customer is experiencing issues with the thoracentesis bag leaking. They allege the clamp on the drainage bag h as been changed from a clamp to a blue slider. The slider easily moves and releases fluid. There have been no patient deaths or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that the clamp on the drainage bag has changed from a clamp to a blue slider and that the slider moves easily and releases fluid. This issue was not confirmed. Returned was an opened, but unused kit containing a thoracentesis bag. The bag in this version of the kit has a t-tap outlet valve that allows drainage. This is a new style bag that replaced one that had a pinch clamp on the drainage tube. The t-tap has a slide plunger that places it in the open or closed position. A force gauge was used to measure the force required to change the position of the slide plunger. The average force to move the plunger from fully closed to fully opened was 2.6 lbs. There is no specification for the force to move the plunger. The change to the t-tap was based on marketing, sales and clinical experience with clinical and customer uses of the drainage bag. A device history record review was performed based on the lot number of the returned kit and did not reveal any manufacturing related issues. There was no problem found on the unused sample. However, the probable cause of this issue could not be determined based on the information provided and without the actual complaint sample. No further action will be taken.